Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was cracked and timing off sooner than expected. There was no adverse impact to customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.